Event description:
The following has been reported: pump reported not working, unknown issue, biomed did not test pump. Retrieved logs and found multiple failures so opening complaint. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 3) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. A leak across the common tank and ipc is causing the failure. This makes valve 3 the most likely source of the leak. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.